Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer input the incorrect carb ratio settings onto the pump. Customer's blood glucose was 170 mg/dl. Reportedly, tandem technical support the customer input the correct settings onto the pump.